Event description:
The customer reported that the catheter shaft was torn closest to the exit port. The catheter never entered the body. A second catheter was used and completed the procedure. When the device was received by the MFR, it was observed that the proximal shaft of the catheter was separated near the exit port skive however the microcables were still intact.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Damage was observed during the eval of the device. The proximal shaft was separated proximal of the transition bond (near the exit port skive). The microcables were still intact however they were exposed in the area of separation. Traces of blood were observed in the luer and along the catheter shaft. Upon noticing this the MFR's clinical rep was alerted that the device may have been used in a pt. The MFR requested add'l info because of the traces blood observed in the catheter, however to this date no add'l info has been received. A supplemental report will be submitted when add'l info becomes available.